Manufacturer narrative:
Section a6, race: the customer stated, ¿ filipino¿. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was fully inserted into the patient¿s left eye. After implantation damaged haptics were observed. The iol was removed during the same procedure. An unplanned vitrectomy was performed, and the procedure was completed with a backup lens of the same model and diopter. Reportedly, the directions for use were followed. There was no incision enlargement, sutures, or delay in procedure. The patient¿s status was reported as unknown. No further information is available.